Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, the patient experienced a hypoglycemic event. The patient stated they are hypo-unaware and was driving and did not receive an alert on the dexcom which resulted in having low blood sugar. The patient stated they were unsure of what happened and woke up with the paramedics standing over her. The patient was treated with glucose gel and was transported to the hospital. When the patient arrived at the hospital, she was given an injection (contents unknown) and was released. Additionally, the patient stated that while driving, she had her smart device connected to the car audio with (B)(6). At the time of contact, the patient was doing well. No additional patient or event information is available. Dexcom labeling indicates: make sure accessory devices (e.g., smart watch) do not override your sounds and other settings.